Event description:
It was reported that the long white screwdriver broke while trying to tighten glenosphere onto baseplate.

Manufacturer narrative:
Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.

Manufacturer narrative:
The reported event was confirmed, since the device was returned and matches the alleged failure mode. The device inspection revealed the following: the instrument shows minimal wear on the shaft and handle but has a brittle fracture with the torx end completely missing, preventing functional and dimensional inspections. During manufacturing, functionality and dimensional inspections were completed per specifications, with all devices meeting standards. Hardness testing near the fracture yielded an average of 57 hrc, within the required range of 53-57 hrc. The investigation determined that the root cause was a user-related issue. The event resulted from excessive torsional force applied to the screwdriver, as the screwdriver was manufactured correctly with the appropriate material hardness in the shaft. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
It was reported that the long white screwdriver broke while trying to tighten glenosphere onto baseplate.